Event description:
It was reported a "pump flow study" failed on the date of report. The "pump flow study" was later described as a catheter dye study. The pump was not functioning and there was no motor stall. The health care professional (hcp) was unable to aspirate the catheter and the study could not be performed. The pump contained morphine and bupivacaine, but the hcp was going to fill the pump with saline and manage the patient with oral medication until the neurosurgeon was available to check the catheter. There had been no volume discrepancies. The pump was dispensing medication but it not intrathecally. The hcp was going to reduce the dose by 50% and entered an old drug desired dose and indicated it would take 71 hours for the old drug to clear from the system. The hcp felt the patient would be seen by the surgeon by that time. It was noted the surgeon was going to fix the pump. The patient had not been getting pain relief. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter: product ID 8 590-1, lot# n207710, implanted: (B)(6) 2009. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported their second pump failed after 3 years. The patient did not know what the failure was. The patient was concerned that the surgeon left part of the catheter in his body because it "might have been more dangerous to take it out than leave it in", but the patient did not know exactly what part was left. No patient symptoms were reported. The event date was reported as 2012. The patient reported they have always had morphine in their pumps, but did not know the concentration or dose. The patient let the pump run dry, but did not know when that was.